Event description:
It was reported that the patient's scs was shocking her anytime she was around an appliance with a power surge, for example when lights were turned on or when she was around power lines. The patient also stated that any time the hcp would change the settings she would get shocked and would jump out of her chair. The patient stated this problem was mainly on the last scs she had (see MFR. Rep. # 3004209178-2012-08802), implying the problem was experienced with previous systems as well. It was noted that the patient got some relief, but not enough to tolerate the shocking. After the patient's last scs system was explanted she was implanted with a pump and did not experience any issues.

Manufacturer narrative:
Product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2001, product type programmer; patient product ID (B)(4), lot # j0104259v, implanted: (B)(6) 2001, product type lead. (B)(4).